Manufacturer narrative:
Remains implanted.

Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. A review of the final angiogram showed a type ia endoleak that was not resolved at the completion of the procedure. The physician elected to monitor the patient. Intraoperative and/or follow-up imaging was not available for review by trivascular. The pre-case CT noted a juxtarenal angle of 45 degrees at the level of the renal arteries (ir) and calcium in the seal zone. It could not be determined if these factors contributed to the observed endoleak without a review of the intraoperative imaging. As of the date of this report there have been no additional sequelae reported.